Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, the norian drillable inject 10cc failed to mix in the unknown rotary mixer and all the sodium hyaluronate was ejected from the norian pouch during mixing. When the surgeon tried using the norian drillable fast set putty 5cc, it hardened immediately within ten (10) seconds of getting it mixed. So, the surgeon tried again of 5cc of unknown drillable inject and it worked well. The procedure was completed successfully with a surgical delay of two (2) minutes. The patient outcome was unknown. Concomitant device reported: unknown rotary mixer (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. This report is for (1) norian drillable inject 10cc-sterile. This report is 1 of 2 for (B)(6).